Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was reported to be due to hernia. The same day as the event onset, the patient was hospitalized due to the event. The patient was treated with vancomycin injection (500mg, route, frequency and duration were not reported) and amikacin injection (250mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged and has recovered from the event. Pd therapy was ongoing. No additional information is available.